Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient serum sample on a cobas 8000 cobas c 502 module. The initial mg2 result was 0.9 mg/dl. The result was deemed critical which prompted the customer to repeat the sample. The sample was repeated on another c502 analyzer and the repeat result was 2.0 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that the heat cut filter was causing the photometer to read high and the cell rinse water level was low. The fse replaced the heat cut filter, increased the cell rinse volume, performed a cell blank, precision, and mechanism checks, and performed calibration and qc successfully. The investigation is ongoing.